Event description:
It was reported that the inflatable penile prosthesis (ipp) has stopped working due to fluid loss and a tear in the cylinder as well as tubing leading from the pump to the cylinder. A surgical procedure was performed to replace the system. There were no further patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.